Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The de novo lesion was located in a severely tortuous and severely calcified left anterior descending artery that contained a bend of 45 to 90 degrees. The lesion was ablated with both a 1.25mm and 1.5mm burr. The lesion was then predilated with a 2.5x15mm apex balloon. A 2.5x32mm taxus liberte' drug eluting stent was deployed in the lesion at 16 atms for 20 seconds. An unknown 8mm balloon was used to post-dilate the lesion. The physician noted that the stent was not fully apposed, but elected to complete the procedure at this time. No further patient injuries or complications occurred. Patient status was satisfactory. The patient was reported to be compliant with anti-platelet medications. Five days post procedure the patient presented with chest pain. Angiography confirmed in stent thrombosis. Three balloons were used to open the vessel: a 1.25x6mm balloon to 10 atms, a 2.0x15mm balloon to 12 atms and a 2.75x12mm balloon to 16 atms. The procedure was completed at this point. Post procedure it was noted that heart function decreased, but recovered without any additional intervention. Patient status is satisfactory. The physician attributes the formation of thrombus due to the stent not being well apposed due to severe calcification and the significant bend in the lesion.